Manufacturer narrative:
No unexpected motor error alarms noted. Insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Insulin pump had a corroded motor home switch noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm during the rewind. The blood glucose reading was 200 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was unable to complete the rewind process. Nothing further was reported.